Event description:
It was reported that pump screen stayed dark and would not turn on, and caller experienced extreme difficulty pressing button, often needing multiple presses for screen to light. There was no adverse impact to the customer¿s blood glucose level. Customer followed instructions to press button correctly and remove pump from case, but difficulty continued, so technical support arranged warranty replacement pump, confirmed shipping address, instructed customer to place current pump in storage mode and return it with pre-paid label, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement pump while continuing to use current pump until replacement arrived.